Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The de novo target lesion was located in the severely tortuous mid right coronary artery (rca). A 12mm x 3.00mm nc quantum apex mr was advanced to post dilate a previously implanted unknown stent. During an unknown inflation at unknown atms, a balloon rupture occurred. The previously implanted unknown stent remained well positioned and well apposed to the vessel wall. The nc quantum apex mr balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Examination of the returned device revealed blood in the balloon and inflation lumen of the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material and the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).